Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned product, it was revealed that the ptfe (polytetrafluoroethylene) coating was peeled off and the hydrophilic coating felt bumpy on its middle after hydration. During the functioning test, the guidewire was loaded and advanced through a demo excelsior sl-10 microcatheter with no friction and the guidewire torque was smooth for the one to one torque check. Information from the complaint indicated that the guidewire was confirmed to be in good condition prior to use and was prepared as per the dfu, continuous flush was maintained, and the tip of the guidewire "jumped irregularly" during delivery into the target vessel. Based on returned device analysis, the ptfe coating appeared to have been scraped off the guidewire with the torque device collet and/or the introducer. Since the dfu instructs the user to "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e. Core wire abrasion/peeling of ptfe, etc.)", a probable cause of failure to follow instructions was assigned to the analyzed guidewire ptfe coating peeling. However, based on the information currently available the cause of the analyzed uneven swelling on the nitinol middle section and reported guidewire ¿jumped irregularly¿ could not be determined.

Event description:
During the analysis of the returned product, it was revealed that the ptfe (polytetrafluoroethylene) coating was peeled off on the guidewire. No clinical consequences reported to the patient.